Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted in an unknown endovascular procedure on an unknown date. It was reported that a heli-fx endoanchoring system was used in the treatment of a ia endoleak. It was reported that during this procedure, it appeared the endoanchor deployed smoothly during the first stage, during the second stage deployment the endoanchor advanced but then it seemed to bounce proximally. It was noted then the endoanchor seemed to be broken in two pieces with a component floating. The physician used a snare and was able to successfully retrieve the floating piece of endoanchor and remove it from the patients body. As per the physician the cause of the event was anatomy. It was believed a piece of calcium broke the anchor due to over torque. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Additional information received. The ia endoleak occurred during the index procedure. A cause of the ia endoleak was anatomy. It was confirmed the ia endoleak fully resolved after the endoanchors were implanted. If information is provided in the future, a supplemental report will be issued.